Event description:
Customer called to report that customer could not prime the infusion set, and the insulin was not coming out of the set. It was stated that driver block had a missing washer and the driver arms were slipping out of the driver block.